Event description:
Maquet cardiopulmonary (B) (4) was notified that during preparation for a coronary artery bypass graft surgery using two heartstring seals, customer was not able to advance the delivery device to the seal. The operation was completed with a new device. No clinical consequence known. There was no injury or death and there was no person claimed to be endangered. This report is for the first seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).